Event description:
The customer reports that during a procedure dated 10/10/97, the pt incurred a burn which required excision. The customer was not sure of the model of the pencil, it comes in a custom pak. The pencil was being used with an argon beam coagulator (abc). The "bottom" pencil was functioning correctly but they could not get the "top" pencil to function. The pencil was unplugged and replugged into the unit. At that point a burn was detected on the pt correlating with the clamp. The customer does not know how the burn got there.